Manufacturer narrative:
H2, additional information: updated initial reporter added to section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9736411 (serial/lot: unknown). H3, h6) no parts have returned to the manufacturer for analysis. H2) multiple annex a codes were applied to capture this event. (B)(6) captures the unresponsive system, (B)(6) captures the issues loading patient data, (B)(6) captures the unexpected error, and (B)(6) captures the system logging out of the application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unresponsive when loading the patient data and was logging out of the application with an unexpected error. The probable cause noted was a problem with the solid-state drive (ssd). There was no patient involvement.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. It was reported that the solid-state drive (ssd) was replaced to resolve the issue. Codes b01, c07 and d02 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.